Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the wound dehiscence cannot be ruled out. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound dehiscence in this patient include: prior dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity.

Event description:
A 63-year-old female patient with recurrent glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient's spouse informed novocure that the patient had been hospitalized due to wound dehiscence (last surgical resection (B)(6) 2024) with exposed miniplate, on (B)(6) 2025. Optune gio therapy was temporarily discontinued. Surgery was performed on (B)(6) 2025, for wound revision, including debridement, skullcap smoothing, and removal of a left frontal miniplate. Postoperatively, intravenous cefazoline was administered. The patient was discharged to home on (B)(6) 2025, with unremarkable infection markers and wound status. Suture removal was scheduled for postoperative day 14, and the patient was prescribed oral cefuroxime twice daily for one week. On (B)(6) 2025, the patient presented for an outpatient wound assessment. Intra-operative swabs were negative for infection. The healthcare provider advised continuation of cefuroxime and pausing optune gio therapy until wound healing was complete. Additionally, an MRI from (B)(6) 2025, indicated disease progression. The patient's physician assessed the wound dehiscence as multifactorial, with optune gio listed as a possible contributing factor. On (B)(6) 2025, the patient confirmed ongoing discontinuation of optune gio therapy, and that suture removal was scheduled for (B)(6) 2025.